Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited oversensing of the atrial channel. The device was reprogrammed to turn off the minute ventilation feature. This device and another manufacturer's lead was noted to have exhibited intermittent out of range pace impedance measurements. This device remains in service. No adverse patient effects were reported.